Event description:
Reporter indicated that diagnostic testing at office visit resulted in a high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The pt had not experienced any recent injury or trauma that may have damaged the ncp system. Review of x-rays by MFR did not reveal any obvious discontinuities in the vns therapy system. Lead break is suspected. Revision surgery is likely. No serious injury was reported in conjuction with the high lead impedance condition.

Event description:
Clinic notes were received which explained the patient underwent the revision surgery due to the high impedance. During the replacement, it was mentioned the dissection of the electrodes from the nerve was prolonged due to significant scaring. A large neuroma was observed after the electrodes were freed from the nerve and neurolysis was performed until there were glistening nerve fibers seen. It was reported the neuroma was believed to be caused by the vns due to the significant scarring. Additionally, it was noted in clinic notes that the patient had gone into status epilepticus and had to be put into a coma. It was indicated this occurred around the time of the replacement; however, no additional relevant information was provided. Attempts for additional relevant information have been unsuccessful to date.